Event description:
Reporter indicated a patient was diagnosed with vocal cord paralysis by an ent. The patient has experienced the paralysis for over a year. No intervention has been reported.

Manufacturer narrative:
Results - vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.